Event description:
It was reported that the external pulse generator would intermittently give the "self test failure" message. It was confirmed that there was a new battery and no buttons were pushed when this occurred. The generator was returned for service. The return paperwork indicated no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the device passed all incoming functional tests. It was noted that the upper case, one side bail cover and lower case were broken and the battery flex was corroded.